Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 414 mg/dl and 284 mg/dl at the time of incident and the current blood glucose level was 379 mg/dl. The customer was treated with syringes for high blood glucose level. The customer experienced no symptoms related to high blood glucose level. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The drive support cap appears normal. The insulin pump will not be returned for analysis.